Event description:
Pt was connected to chemo with pha-seal attachments. Within a few minutes after the pt walked away on her way out the "y" came apart below hub where clear tubing is glued to hub. Luckily no chemo spill because it happened before normal saline cleaned the primed tubing. Picture available.